Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the jaw of the device was difficult to open. It locked and was unable to be used. It was confirmed that the device was not locked on a patient's tissue when it occurred. There was no patient injury.